Manufacturer narrative:
The accu-chek inform ii meter + rf serial number are (B)(6). Both levels of controls were run and passed within 24 hours on both meters. The customer believes that the questionable result was due to operator error. The strips have been requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
There was an allegation of questionable accu-chek inform ii test strips glucose results with an accu-chek inform ii meter + rf. The initial result at 8:34 pm was 16 mg/dl from a capillary heel stick. Another result at 8:40 pm using a different inform ii meter was 65 mg/dl from a capillary heel stick. The result of 65 mg/dl was believed to be correct.

Manufacturer narrative:
Per product labeling, "as a matter of good clinical practice, caution is advised in the interpretation of neonate blood glucose values below 50 mg/dl. Please follow the recommendations for follow-up care that have been set by your institution for critical blood glucose values in neonates. Glucose values in neonates suspect for galactosemia should be confirmed by an alternate glucose methodology." No product was received for investigation. As no product was returned, a specific root cause could not be determined.

Manufacturer narrative:
Accu-chek inform ii meter, sn (B)(6) was returned. For investigation, the customer¿s returned meter was tested with retention strips and retention controls. All returned results are within the acceptable range. The log file did not indicate any hardware or software issues that would lead to a measurement discrepancy. The meter was disassembled for further investigation. No damage or contamination was observed. The alleged issue could not be reproduced, and it was determined that no product issue was found.